Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The instruction manual of the subject device provides preventive measures against the reported event. The exact cause of the reported event could not be conclusively determined, however this issue was not attributed to the problem of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the subject device had been used for the creutzfeldt-jakob disease (cjd) patient (whether variant cjd or sporadic cjd was unknown), and then also had been used for other patient. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. The subject device is no longer in use at the user facility. Since the model number of the subject device has not been identified at this time, it is tentatively reported as "gif-h290". There was no report of infection associated with this report.